Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred during the angulation operation, causing the application load to bend to the image sensor unit cable. This may have caused breakage to a part of the cable. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. A nurse reported that the event occurred during preparation before a therapeutic urological laparoscopic surgery. There was a small delay in the procedure of around five (5) minutes, so the subject device could be replaced. The procedure was completed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Noise occurred when the angle was activated and the image cannot be seen. Additionally, scratches were found throughout the device, the bending section was collapsed, the bending section cover adhesive was missing and the control body angle fixing part was loose. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer to olympus, the image on the endoeye flex deflectable videoscope, does not appear. The image disappears at an angle. There were no reports of patient or user harm associated with this event.